Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed. The device tested within all specifications, and no problems were noted. If additional info is received a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from USA that device would not run. It is unk if the device was used in surgery. There was no injury reported. It is unk if medical intervention occurred. There is no additional info available.